Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one linear opening on the anterior, crease fold, wear abrasion, and white particles in the shell. Leak test and microscopic analysis were performed which identified one sharp crease opening on the anterior. Fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment was one sharp crease opening on the anterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.